Manufacturer narrative:
Age at time of event: reported as over 65. Add'l MFR narrative: the product was not returned to the manufacturer for evaluation as it was disposed by the facility; therefore, product inspection could not be performed. A ship history was performed to identify possible lots utilized in this procedure. Review of the ship history identified 2 potential lots. The device history record (DHR) and similar complaints were reviewed for each of the potential lots and no issues or discrepancies were found. The DHR reviews showed that the lots met all required specifications. A review of the device labeling and directions for use (dfu) contains these potential complications and occlusion: the risks and discomforts involved in vascular imaging include those associated with all catheterization procedures. These risks or discomforts may occur at any time with varying frequency or severity. Additionally, these complications may necessitate additional medical treatment including surgical intervention and, in rare instances, result in death. Vessel trauma including, but not limited to dissection and perforation. Vessel occlusion and abrupt closure. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. The risk of occlusion is contained in the device labeling and is an anticipated procedural complication to these types of procedures.

Event description:
When the intravascular ultrasound (ivus) catheter was being used to image a lesion in the left anterior descending (lad) mid artery prior to stent placement, it was observed that flow was disrupted due to a very tight lesion. Images were obtained and the ivus catheter removed. A balloon pump was used, a stent implanted and ivus was performed again to verify stent apposition. The patient status was reported as "stable".